Event description:
It was reported that the right ventricular (rv) shock lead exhibited a gradual increase in shock impedance measurements, with values measuring greater than 150 ohms. Technical services recommended continued monitoring of the lead and advised that lead replacement should be considered if shock impedance measurements continue to exceed 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.